Event description:
The customer reported that the second o-ring has moved and dislodged on the reservoir after filling it, and the insulin leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed visual inspection. Second o-ring out of the groove. We cannot confirm if customer received the reservoir damaged.